Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump was alarming no delivery and the customer's blood glucose was 500 mg/dl. She treated with a syringe. The customer removed her infusion set and found that the cannula was bent. She reported that the alarm was resolved by an infusion set change. Troubleshooting was declined. Nothing further was reported.